Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. He012zs) for female sterilisation. The patient had a medical history of adhesiolysis on (B)(6) 2019, rheumatoid arthritis, pelvic pain and menorrhagia on (B)(6) 2019, scar in 2017 and overweight. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 766 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic removal essure left fallopian tube ,tubal ligation). The reporter considered medical device removal to be related to essure administration. The reporter commented: fallopian tube segments identified and completely transected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.968 kg/sqm. [Hysterosalpingogram] on (B)(6) 2018: clinical information: status post unilateral essure procedure. Complications: none. Findings: small air bubbles. Left-sided essure device. The left tube is successfully occluded. The right-sided tube demonstrates normal filling. Free spillage is identified. Impression: successful hysterosalpingogram. Occluded left tube. Free spillage on right side. [Pathology test] on (B)(6) 2019: specimen a. Essure hardware b. Portions left and right fallopian tubes and staple. Final diagnoses: essure hardware: grossly noted "portions of left and right fallopian tubes and staple": fallopian tube segments identified and completely transected. No "staple" identified (please correlate with intraoperative impression). Gross description: "essure hardware from left tube" :essure hardware, spring-like and smooth, in aggregate 6 x 0.3 x 0.2. Clinical history: disorder of ovary, fallopian tube, adhesions, right fallopian tube procedure: laparoscopic removal essure left fallopian tube with bilateral tubal ligation preoperative and postoperative diagnosis: disorder of ovary, fallopian tube, adhesions, right fallopian tube. Batch no he012zs production date 2017-01-24 expiration date 2020-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 17-nov-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. He012zs) for female sterilisation. The patient had a medical history of adhesiolysis on (B)(6) 2019, rheumatoid arthritis, pelvic pain and menorrhagia on (B)(6) 2019, scar in 2017 and overweight. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 766 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic removal essure left fallopian tube ,tubul ligation). The reporter considered medical device removal to be related to essure administration. The reporter commented: fallopian tube segments identified and completely transected. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.968 kg/sqm. [Hysterosalpingogram] on (B)(6) 2018: clinical information: status post unilateral essure procedure. Complications: none. Findings: small air bubbles. Left-sided essure device. The left tube is successfully occluded. The right-sided tube demonstrates normal filling. Free spillage is identified. Impression: successful hysterosalpingogram. Occluded left tube. Free spillage on right side. [Pathology test] on (B)(6) 2019: specimen. A. Essure hardware. B. Portions left and right fallopian tubes and staple. Final diagnoses: essure hardware: grossly noted. "Portions of left and right fallopian tubes and staple": fallopian tube segments identified and completely transected. No "staple" identified (please correlate with intraoperative impression). Gross description: "essure hardware from left tube" :essure hardware, spring-like and smooth, in aggregate 6 x 0.3 x 0.2. Clinical history: disorder of ovary, fallopian tube, adhesions, right fallopian tube procedure: laparoscopic removal essure left fallopian tube with bilateral tubal ligation preoperative and postoperative diagnosis: disorder of ovary, fallopian tube, adhesions, right fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.